Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the lms final investigation. A review of the information in the reprocessing procedure provided by the user did not provide any information that could be used to determine deviations from the IFU. The device was evaluated where the plastic distal end cover had foreign material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign body could not be identified, and it was not possible to identify the root cause of the residual foreign substance. The relevance between the device and the detection of bacteria could not be established and a root cause could not be determined. IFU warns on improper reprocessing as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that contamination was suspected on the colonovideoscope. The user did not report any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no microorganisms were detected. The results are evaluated in accordance with the joint recommendation of the krinko and the bfarm 'requirements for hygiene in the reprocessing of medical devices' (bundesgesundheitsbl 2012 - 55:). Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.